Event description:
The aci distributor reported that a (B)(6) male patient underwent an interventional coronary procedure in the lcx artery (circumflex branch of left coronary artery) on (B)(6) 2012, after a non-stemi. Access was obtained at the common femoral artery via a 6f judkins sheath. The physician selected the mynx cadence vascular closure device 6/7f to close the access site. The patient was discharged same day with no reported clinical sequela. On (B)(6) 2012, the patient was admitted into the hospital with purulent discharge from the access site. The patient received IV metronidazole and clindamycin. The patient was discharged on (B)(6) 2012. On (B)(6) 2012: a culture test was performed on (B)(6) 2012, (B)(6). The patient had no fever reported at the time of admission to the hospital on (B)(6) 2012. The patient's wbc count was 12,800,80% pmn.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1200901) indicated that the device lot met all established performance criteria prior to shipment.